Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool sf nav catheter where metal was exposed between the second and third electrodes. The returned device was visually inspected, and an electrical wire was observed between rings 2 and 3. However, it was covered by polyurethane, and no part of the wire was exposed. Per these conditions, the catheter outer diameters were measured, and were found within specifications. In addition, the catheter was tested for electrical performance, and it was found within specifications. During the manufacturing process, all catheters are inspected for visual damage before packaging. On-line inspections are in place to prevent catheters with this type of damage from leaving the facility. The catheter was manufactured according to specifications, and the visible wire between rings 2 and 3 is part of the catheter design. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified, but the catheter is within specifications. Based on available analysis finding results, the failure mode reported does not appear to be caused by any internal bwi processes.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool sf nav catheter where metal was exposed between the second and third electrodes. Prior to insertion of the catheter, the physician saw a copper-looking color in between the two electrodes, and noted that it appeared that the internal wiring was exposed. The physician chose not to use the catheter, and replaced it with another. The case continued without any report of patient consequence. Exposure to the internal components of the catheter presents a critical risk of thrombus to the patient. As a result, this event is MDR reportable.